Manufacturer narrative:
Additional narrative: UDI: (B)(4). The lot number was unknown. The lot number was unknown; therefore, the expiration date and manufacture date were unknown. Investigation summary: the complaint device is not being returned, therefore unavailable for a physical evaluation. Since the complaint device was not returned, we cannot determine a root cause for the reported failure. If the device is received in the future, we will reopen the complaint and perform the investigation as appropriate. Given that no lot number was provided, a manufacturing record evaluation (mre) review cannot be performed. If the lot number becomes available, the mre review will be performed. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Event description:
It was reported by a healthcare professional through clinical research for clinical evidence on safety and performance that postoperatively to an initial procedure of rotator cuff repair surgery of the right knee performed on (B)(6) 2019 using healix advance br with orthocord, the patient had a revision surgery on (B)(6) 2019 that included rotator cuff repair, and lysis of adhesions as the patient was non-compliant with post-operative precautions. It was reported that the patient had a tendon tear on (B)(6) 2019 and abnormal and prolonged pain on (B)(6) 2019. It was reported that on (B)(6) 2019, the patient felt a "pop" over anterior arm while twisting a medicine bottle 1 week after surgery. She reported severe pain on (B)(6) 2019 after pt. A new MRI on (B)(6) 2019 indicated supraspiantous/infraspinatous retear. It was reported that the patient had a reoperation surgery on (B)(6) 2019 that included a reverse total shoulder surgery. It was further reported that the initial procedure included: rtc repair, biceps tenodesis, distal clavicel excision, and labral debridement. The current status of the patient was unknown. No additional information was provided.

Event description:
It was reported by a healthcare professional through clinical research for clinical evidence on safety and performance that postoperatively to an initial procedure of rotator cuff repair surgery of the right shoulder performed on (B)(6) 2019 using healix advance br with orthocord, the patient had a revision surgery on (B)(6) 2019 that included rotator cuff repair, and lysis of adhesions as the patient was non-compliant with post-operative precautions. It was reported that the patient had a tendon tear on (B)(6) 2019; and abnormal and prolonged pain on (B)(6) 2019. It was reported that on (B)(6) 2019, the patient felt a "pop" over anterior arm while twisting a medicine bottle one week after surgery. On the same day, the patient reported severe pain after physical therapy. It was reported that a new MRI on (B)(6) 2019 indicated supraspiantous/infraspinatous retear. It was reported that the patient had a reoperation on (B)(6) 2019 that included a reverse total shoulder surgery. It was further reported that the initial procedure included: rtc repair, biceps tenodesis, distal clavicel excision, and labral debridement. ¿the current status of the patient was unknown. No additional information was provided.